Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the hcp inquired with her if mdt had seen a recent increase in pumps with inaccurate readings at refills. The hcp stated that over the past couple of months at refills he was getting larger discrepancies than the usual 1-2 ccs with one that was expected to be empty and when they accessed the pump is was completely full. The hcp stated that these pumps were newer and recently implanted within the past year. The hcp did not have specific patient or pump info. The agent reviewed some typical causes for volume discrepancies and some troubleshooting options including a dye study. The rep was not with the hcp.